Manufacturer narrative:
(B)(4). The insulin pump was not received in stuck manufacturing mode. The pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, minor scratched display window and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged; the plastic ring was missing from the customer's reservoir compartment. The patient's blood glucose at the time of incident is unknown. No further details were provided. The insulin pump was returned for analysis.